Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during a procedure performed on (B)(6) 2024. During the procedure, the balloon is a little bit separated from the sheath. The procedure was cancelled to be rescheduled due to physician concern regarding possible leaks. There were no patient complications reported as a result of this event.